Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output. Patient's mother claimed that the alarm did not go off and patient experienced a high.